Event description:
It was reported that when charging the patient's controller, the manufacturer's symbol came up and then the controller died; this only occurred when the recharger was connected to the controller. They reset the controller and then saw a "memory problem" screen, but after they reset the date and time, that message went away. They removed the battery pack from the controller and connected the controller to the ac power supply without the battery pack inserted; they confirmed that the controller powered on. The caller reinserted the battery pack into the controller while the controller was still connected to the ac power supply and they confirmed that the controller green light was flashing. They connected the recharger to the controller and saw the "no device found" message. They placed the recharger paddle over the patient's implant and selected "recharge", and the controller went blank. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Additional information was received. It was reported the patient received the new rtm, but the issue was not resolved. Caller said when they plug into ac power supply the controller turns on, but when they plug into rtm, the controller dies. Caller tried during the call and said the controller turned off right when they unplugged from ac power. Caller also confirmed last time they called, controller turned on when plugged in without battery inside. Caller plugged in controller to ac power and reported there was no green light flashing. Caller also did not see any damage to controller or battery pack. A replacement controller was sent out. No symptoms were reported. Additional information was received and it was reported that they got the new controller, but their controller was still doing the same thing. Caller confirmed the controller would either not come on or would just go off when using it. In the background, they heard them say they were in pain. Caller plugged controller in to ac power during the call without li battery, and caller confirmed the screen turned on. Caller then reinserted li battery and reported seeing "stimulation is off, in MRI mode", which caller then exited.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# serial# (B)(6), product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the battery was found to be out of electrical specification. It was scrapped due to failed cycle count should be <(><<)>150 reads 202. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.